Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the quick release came off while he was sleeping. His blood glucose was 400 mg/dl at the time of report. No further information available.